Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the catheter was entered into the vessel and aspiration was initiated, but no blood was allegedly seen outflowing. It was further reported that the catheter was removed out of the body for flushing and when being removed from the sheath, the connecting spiral tube with cutter got stuck onto the sheath and the inner spiral spring was allegedly ruptured. Reportedly, the aspiration and the spiral catheter were removed out of the body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was not returned for evaluation and a physical investigation was not possible. Images were provided for review. The user provided report contains information regarding mechanical jam and helix break. Provided image shows helix peaking out of the catheter, which is clear sign of helix break. User reported mechanical jam due to no sample received was not confirmed. Therefore, the investigation is confirmed for the reported helix break and inconclusive for the mechanical jam. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the catheter was entered into the vessel and aspiration was initiated, but no blood was allegedly seen outflowing. It was further reported that the catheter was removed out of the body for flushing and when being removed from the sheath, the connecting spiral tube with cutter got stuck onto the sheath and the inner spiral spring was allegedly ruptured. Reportedly, the aspiration and the spiral catheter were removed out of the body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was not returned; therefore, a physical investigation could not be conducted. Image review was performed based on user-provided materials. The user report referenced a mechanical jam and helix break; however, the reported mechanical jam could not be confirmed in the absence of the physical sample. As such, the investigation confirms the helix break but remains inconclusive regarding the mechanical jam. A definitive root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 12/2023), g3. B1, b2, b5, d3, g1, h1, h6 (patient). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in superficial femoral artery, the rotarex catheter was entered into the vessel and aspiration was initiated, but no blood was seen outflowing. Abnormal sounds were heard, and aspiration was discontinued. While removing the catheter for flushing, the connecting spiral tube with cutter became stuck in the sheath, and the inner spiral spring ruptured. The aspiration and spiral catheters were manually removed together. Radiography confirmed no fragments remained in the body, but external inspection showed the spiral spring had separated. To ensure patient safety, the procedure was halted. The following day, a new 6f rotarex catheter was used successfully, and aspiration was completed with good results.